Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operatively that the right ventricular (rv) lead exhibited loss of capture with a loop in the lead. The right atrial (ra) lead exhibited position check failure. The rv lead was capped and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.